Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was t-wave oversensing. Programming changes were suggested. The reprogramming changes were not made and the patient was asymptomatic.